Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause and treatment for the peritonitis was not reported. On an unreported date, the patient stopped pd therapy and switched to hemodialysis. It was not reported if the peritonitis was resolved. No additional information is available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.